Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 09-oct-2017. The most recent information was received on 08-jul-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("cramps"), several episodes of arthralgia ("joint pains" and "joint pain") and lyme disease ("immune system weakened that let lyme disease to express") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of jaw operation in 2010, cesarean section (cesarean section for her second child in 2004.) In 2004 and night sweat, hot flashes, weight gain (weight gain), foetal and neonatal alloimmune thrombocytopenia (second child born prematurely due to blood group incompatibility (materno-foetal alloimmunization)), coelioscopy (coelioscopy for a bridled ileus), adhesion and appendicitis. Before the insertion of essure, the patient was very active, dynamic and healthy. Previously administered products included: nova t, mirena, moneva, adepal, jasmine and yaz. The only concomitant product mentioned was cerazette (desogestrel) from (B)(6) 2012 . On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced a first episode of arthralgia (seriousness criterion disability), lyme disease (seriousness criterion medically important), muscular pains ("muscular pains"), visual impairment ("visual pains"), gastrointestinal pain ("digestive pains / intestinal issue"), neuralgia ("neurologic pains"), immunodeficiency ("immune system weakened that let lyme disease to express"), feeling abnormal ("she was 46 years old in a body of 80 years old") and procedural pain ("post-operative pain following essure implantation"). In 2013 she experienced a first episode of depression ("severe depression"). In 2014 she experienced a second episode of depression ("depression"). In 2015 she experienced flank pain ("flank pain"), spinal pain ("spine pain"), sciatica ("sciatica"), foot fracture (" left foot fracture") and osteoporosis ("osteoporosis"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("abundant period"). On (B)(6) 2018 she experienced tendon disorder ("achilles tendons"), musculoskeletal pain ("scapulalgia of shoulder") and rotator cuff syndrome ("tendinitis of the shoulder"). On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), a second episode of arthralgia, oedema peripheral ("feet oedema"), burning sensation ("hand burn"), muscle pain ("muscle pain"), pain in extremity ("feet pain"), fatigue ("fatigue"), alopecia ("hair loss"), menstruation irregular ("irregular menses"), loss of libido ("loss of libido"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), confusional state ("mental confusion"), amnesia ("memory loss"), disturbance in attention (" concentration impairments"), paraesthesia ("tingling"), osteopenia ("osteopenia"), scoliosis ("scoliosis"), kyphosis ("hyperkyphosis"), osteoarthritis ("posterior interarticular osteoarthritis l4-l5 and s1") and oesophagitis ("esophagitis"). The patient was treated with pantoprazole (pantoprazole sodium sesquihydrate), pylera (bismuth subcitrate potassium, metronidazole, tetracycline hydrochloride), doxycycline, laroxyl (amitriptyline hydrochloride), morphine (morphine hydrochloride), bisphosphonates (unknown), corticosteroids (unknown), innohep (tinzaparin sodium), analgesics (unknown), doxycycline and fluvermal (flubendazole) as well as surgery (bilateral salpingectomy by coelioscopy). At the time of the report, the latest episode of depression had resolved and the feeling abnormal, osteoporosis, tendon disorder, musculoskeletal pain and rotator cuff syndrome had not resolved. The outcomes for abdominal pain lower, lyme disease, muscular pains, visual impairment, gastrointestinal pain, neuralgia, immunodeficiency, oedema peripheral, burning sensation, muscle pain, pain in extremity, fatigue, menstruation irregular, dyspnoea, dizziness, confusional state, amnesia, flank pain, spinal pain, sciatica, foot fracture, heavy menstrual bleeding, disturbance in attention, paraesthesia, osteopenia, scoliosis, kyphosis, osteoarthritis, oesophagitis and the last episode of arthralgia were unknown. The reporter considered abdominal pain lower, alopecia, amnesia, the second episode of arthralgia, burning sensation, confusional state, disturbance in attention, dizziness, dyspnoea, fatigue, flank pain, foot fracture, heavy menstrual bleeding, kyphosis, loss of libido, menstruation irregular, musculoskeletal pain, muscle pain, oedema peripheral, oesophagitis, osteoarthritis, osteopenia, osteoporosis, pain in extremity, paraesthesia, procedural pain, rotator cuff syndrome, sciatica, scoliosis, spinal pain and tendon disorder to be related to essure administration. No causality assessment was received for essure with regard to the first episode of depression, the second episode of depression, the first episode of arthralgia, muscular pains, neuralgia, visual impairment, gastrointestinal pain, immunodeficiency, lyme disease or feeling abnormal. The reporter commented: sick leave since (B)(6) 2015, immune system weakened that let lyme disease to express. Before insertion of essure, the patient was very active, dynamic and healthy. On the day of the report she was 46 years old in a body of 80 years old, her life was broken. The essure contraceptive device was implanted in the patient on (B)(6) 2012. The device was removed during a bilateral salpingectomy by coelioscopy on (B)(6) 2018. In a report to ansm, she stated that according to her, essure weakened her immunity and promoted a lyme disease which provoked her adverse events. Various start dates based on the specific symptom; many began post essure implantation in 2015 and following lyme disease diagnosis. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2015: lightly active chronic non-atrophic antrofunditis with helicobacter pylor [chest x-ray] on (B)(6) 2015: normal pulmonary transparency; no costal lesion. [Computerised tomogram] on (B)(6) 2015: no herniated disc; normal lumbar canal; left isthmic lysis at l5 ; absence of fusion of posterior arcs at l5 ; dorsal spine and rheumatologist consultation advised.; on (B)(6) 2015: right postero-basal subpleural micronodule of a size of 5mm; no significant anomaly explaining the symptoms. [Diffusion-weighted brain MRI] on (B)(6) 2015: beginning discopathy of the three last mobile discs with potential left unilateral isthmic lysis and wedge-shaped deformation of d5; no significant anomaly that could explain the sciatica. [Oesophagogastroscopy] on (B)(6) 2015: cardial incompetence; grade a esophagitis. [Radioisotope scan] on (B)(6) 2014: tress fracture of the distal third of the right second metatarsal. [Spinal x-ray] on (B)(6) 2015: scoliosis; hyperkyphosis; inter-articular posterior arthrosis lesions of l4-l5 and s1 ; marginal osteophytosis and anterior wedge-shaped deformation of t6. Transitional hinge abnormality: l5 spondylolisthesis on s1 grade I, by isthmian lysis. Posterior interarticular osteoarthritis l4-l5 and s1. [Ultrasound pelvis] on (B)(6) 2014: normal pelvic ultrasound. [Ultrasound scan] on (B)(6) 2014: no arterial or venous anomalies, no sign of arteriovenous fistula, hypoechoic zone detected in the right second metatarsal.; on (B)(6) 2015: normal abdominal ultrasound. [X-ray limb] on (B)(6) 2014: no anomaly of the bone structure; no suspicious bone lysis.; on 30-jun-2014: no tibial, fibular, or talar bone anomalies; soft tissue swelling detected. Bilateral oedema of the extremity of lower limbs, more important on the right limb. Sacciform dilation of the right external submalleolar recessus. Recommendation of lower limb doppler ultrasound study; a pelvic ultrasound at the search for a possible compressive structure. Finally. Interest of a possible arthroct scan of the right ankle or an MRI for cartilaginous verification and analysis of joint recesses.; on (b(6) 2014: no traumatic bone lesion; normal osteoarticular relationships. No sign of intra-articular effusion. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 11-oct-2017 for the following meddra preferred term: arthralgia: the analysis in the global safety database revealed 110 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. The most recent follow-up information incorporated above includes data received on: 08-jul-2024: medical record received. Procedural pain, peripheral edema, burning sensation, myalgia, pain in extremity, fatigue, alopecia, irregular menses, loss of libido, dyspnea, dizziness, confusion state, amnesia, flank pain, spinal pain, sciatica, foot fracture, osteoporosis, tendon disorder, musculoskeletal pain, rotator cuff syndrome, heavy menses, osteopenia, osteoarthritis, scoliosis, kyphosis & disturbance in attention & paresthesia were added. Patients date of birth added, lab data updated. Medical history, historical drugs, treatment drugs were added. Essure insertion & removal dates were added. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ("joint pains") and lyme disease ("immune system weakened that let lyme disease to express") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: bbefore the insertion of essure, the patient was very active, dynamic and healthy. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia (seriousness criterion disability), lyme disease (seriousness criterion medically significant), myalgia ("muscular pains"), visual impairment ("visual pains"), gastrointestinal pain ("digestive pains"), neuralgia ("neurologic pains"), immunodeficiency ("immune system weakened that let lyme disease to express") and feeling abnormal ("she was (B)(6) in a body of 80 years old"). In 2013, the patient experienced the first episode of depression ("severe depression"). In 2014, the patient experienced the second episode of depression ("depression"). At the time of the report, the arthralgia, lyme disease, myalgia, visual impairment, gastrointestinal pain, neuralgia, the last episode of depression and immunodeficiency outcome was unknown and the feeling abnormal had not resolved. The reporter provided no causality assessment for arthralgia, feeling abnormal, gastrointestinal pain, immunodeficiency, lyme disease, myalgia, neuralgia, visual impairment, the first episode of depression and the second episode of depression with essure. The reporter commented: sick leave since (B)(6) 2015, immune system weakened that let lyme disease to express. Before insertion of essure, the patient was very active, dynamic and healthy. On the day of the report she was (B)(6) in a body of 80 years old, her life was broken. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 11-oct-2017 for the following meddra preferred term: arthralgia: the analysis in the global safety database revealed 110 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.